Manufacturer narrative:
This report is for an unk - reamers/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Photo investigation: the device was not returned. A photo-investigation was performed on the image of flexible reamers. "Carbofix reamers" was visibly written on an unknown synthes spine lid and on one side of the flexible reamers graphics case. The case appeared complete, however, it could not be confirmed if these were synthes devices. No other issues were observed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. Conclusion: the complaint was confirmed during investigation. No device malfunction, damage, or defect was noted during investigation. During the investigation, no product design issues or discrepancies were observed. No manufacturing issues were noted during investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot: lot unknown, therefore, a DHR could not be completed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, this is in regard to the reamer set purchased online. It came from (B)(6) , it has carbofix on the lid, synthes name was taken on the lid, synthes name was taken off of the pan, plus the reamers have blue and black tape on them, so they would not get mixed up with others. There was no patient involvement. This complaint involves one device. This report involves one unk - reamers. This is report 1 of 1 (B)(4).